Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen flow accuracy test (pvt test 6) at the 10 lpm setting. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. The repair will be completed after receiving a consent from a customer. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 03may2019. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.